Event description:
A peripheral atherectomy procedure commenced to treat a moderately fibrous lesion in the mid arterial tibial (at) artery. A spectranetics turbo-elite laser atherectomy catheter was used to treat the patient. During use, the catheter could not be recalibrated after the second run. Another catheter was used to complete the procedure with no reported patient harm. Upon device evaluation on 18sep2025: visual inspection found heavy biologics, chipped fibers and epoxy, along with missing fibers and epoxy at the turbo-elite distal tip. On the proximal end of the catheter, over half of the fibers were non-functioning; therefore, unable to perform calibration. This report captures the turbo-elite with missing material; potential for harm.

Manufacturer narrative:
A2-a6) patient information - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H6) based on the device evaluation and investigation, calibration on the second run was not possible since it is suspected that the patient condition/target lesion contributed to the difficulty of hydration reaching the treatment site. The lack of hydration resulted in the damage to the distal tip of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.